Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03906. It was reported, the pt's system stimulation was autoreducing. Subsequently, the pt was not receiving effective stimulation. A sjm rep was also unable to increase the pt's system stimulation. Lead diagnostics showed invalid impedance values for the scs lead(s). X-rays identified the scs extension was fractured. F/u identified the scs extension was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.